Event description:
It was reported that the patient had a monitored atrial tachycardia/atrial fibrillation (at/af) episode that shows oversensing in the atrial channel and there were no therapies delivered as a result. It was also reported that the patient was using an electrical hedge trimmer at the time of the event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.